Event description:
Boston scientific received info per a journal article summarizing the findings of the spanish implantable cardioverter defibrillator (ICD) registry for 2008. The summary revealed that 84.7% of the overall implantations were reported to the total number of implants in spain. Clinical findings noted that three deaths occurred during the implant, procedures of these devices in addition two cases of cardiac tamponade. It was unk if a boston scientific bsc product caused or contributed to these events.

Manufacturer narrative:
To this day there is no additional info available, should additional info become available, this event will be updated.